Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic tip was detached when attempting to attach with sleeve. Surgery was completed after replacing the product with another one. Procedure details and patient impact have not been provided. Additional information has been requested but none received till date. Additional information received that event when opening package for cataract surgery. There was no patient involvement.

Manufacturer narrative:
Corrected information was provided in sections d9. Additional information was provided in sections h3, h6 and h11. One opened I/a tip was returned for the report that the tip of the polymer I/a tip came off. The returned sample was visually inspected and was found to be nonconforming with the over molded hub observed to be detached of the metal cannula. Over molded hub appeared to have a short shot. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . The returned non-conforming sample was received opened. How and when the polymer molded tip detached cannot be determined; however the short shot in the polymer molded tip is a contributing factor to the detachment. The molded polymer ia tip is a component received at the manufacturing, therefore the root cause is supplier related. A non-conformance record has been initiated in order to determine the root cause for the short shot. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. The manufacturer internal reference number is: (B)(4).